Event description:
It was reported to boston scientific corp that a endovive safety peg - push method was used during a percutaneous endoscopic gastrostomy (peg) procedure (pt age unk, however, over 18 years). According to the complainant, during attempts to thread the guidewire over the peg tube the end of the wire frayed. The frayed end of the wire was cut off and then threaded over the peg to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).